Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse) and requested to order a new battery and have a field service engineer (fse) test the device. Following the evaluation of the device, the customer replaced the battery to resolve the problem. The unit was later functionally tested by the fse and successfully passed specified tests. No other abnormality was observed. The device context of use is unknown; however, it was noted that there was no patient harm or injury reported.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a battery alarm failure message. The device was not in clinical use at the time of the event. There was no report of patient or user harm.